Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. There was no log file submitted for review. The provided information indicated that reseating the backup battery resolved the alarm. There were no pictures or additional documents provided. System controller, serial (B)(6) was not returned for analysis and is still in use. Additional information provided on (B)(6) 2020 stated that since the controller is currently operating normally. A root cause for the reported event cannot be conclusively determined through this analysis. The heartmate 3 instructions for use (IFU), section 7-¿alarms and troubleshooting¿, and heartmate iii patient handbook, section 5-¿alarms and troubleshooting¿, explain how to properly interpret and troubleshoot backup battery alarms. The heartmate 3 patient handbook and heartmate 3 IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller displayed a controller fault. The patient called the hospital and switched to backup controller. The distributor took the reported system controller and provided a redundant controller for backup. The reported system controller was tested after the distributor re-installed the system controller backup battery and the device was found to be working normally. There were no consequences or impact to patient. The device was not returned for evaluation.